Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 photos were provided by the customer for investigation. Evaluation of photo showed that there were 2 tubes, and both contained water like drops inside them. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was abnormal additive in tube discovered prior to use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: we got a few tubes with some fluid on the inside, which does not look normal in comparison with other tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was abnormal additive in tube discovered prior to use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: we got a few tubes with some fluid on the inside, which does not look normal in comparison with other tubes.